Event description:
It was reported that the customer had a problem with the pump turning off on its own. Customer's blood glucose level was 230 mg/dl. Troubleshooting was performed for a blank display and it was confirmed that the customer has been receiving auto off alarms. Customer was assisted with setting auto off to zero hours. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.